Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during exercise, this implantable cardioverter defibrillator (ICD) exhibits t-wave oversensing. This oversensing resulted in inhibition and delays in pacing. It was reported the patient was symptomatic. No adverse patient effects were reported.